Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer used cloudy, thick humalog insulin within the cartridge for three days. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the customer changed the pump supplies to resolve the issue. Customer's blood glucose was 338mg/dl.